Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The costumer reported that gas supplying function of this device was not functioning during usage. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus local service engineer report that the main circuit board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the main circuit board of the device was broken by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.